Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) despite of multiple charging attempts. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately over the past months from date manufacturer was made aware.